Manufacturer narrative:
Patient information was requested and none was available.

Event description:
The customer reported the device alarmed and displayed vent inop while in use on a patient. There was no patient harm.